Event description:
It was reported to philips that the device's battery pca is damaged. It was mentioned that the pins in battery slot a were stuck in / missing. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.